Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's blood glucose level was 143 mg/dl. Reportedly, the customer did not have a backup therapy available and declined a tandem technical support follow up to confirm if backup therapy method was obtained.